Manufacturer narrative:
The hill-rom technician found the ground pin broken from the ac power cord. The hill-rom technician replaced the ac power cord plug to repair the bed.

Event description:
Information received indicates the bed has no electrical ground.